Event description:
Reporter noted two tip failures during procedure. No pt injury occurred.

Manufacturer narrative:
Received two 23 gauge vitrectomy probes with broken tips. Waiting for evaluation results.